Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported black screen intermittently involving a colonovideoscope. The customer suspected that the probable cause was that it maybe something with the electrical connector. There was no patient injury reported